Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member of a patient and from a patient with an implantable neurostimulator (ins). The patient just recently got a tens unit and it stimulated the wire in their back and it felt like it was burning and was very uncomfortable. The burning occurred about two weeks ago and then later stated that it was last week and it felt like a bruising where the wire was for about four days. The patient took the tens unit off because it activated their device. Where the wire was implanted felt like it got burnt. The patient wants to have a new device implanted so they do not need the tens unit. The patient stated that their burning feels better now. It was recommended that the patient follow up with a healthcare professional (hcp) although the patient stated that they do not currently have a managing hcp for their device. No further complications were reported/are anticipated.